Event description:
Product returned with oos report indicating atrial and ventricular lead problems. Comments: "x-ray showed leads coiled up in pacemaker pocket. Dr. Was concerned about reliability of pacemaker."